Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that error e105 was displayed due to light emitting diode unit failure and front panel flickering. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center¿s lamp was intermittently flickering rapidly in the past unspecified number of months. It was not reported during what type of device usage the reported event had previously occurred. There was no report of patient injury or medical intervention associated with this event.